Event description:
Additional information: ees associates visited the account and observed procedures. There was some discussion before the visit that the hospital¿s use of heparin may be affecting the bleeding that was observed. The hospital typically administers heparin to the patients 2 hours before the surgery, where-as other accounts are known to administer it much closer to the start of the surgery. Since heparin is a blood thinner, it was discussed that the longer dosage time may be affecting the bleeding results. No issues with the ec60a were observed through-out the procedures on day one, and the observed bleeding issue was felt to primarily be a function of incorrect cartridge selection. The firing speed, tissue handling, and heparin administration also may have a played a role in past procedures which exhibited more bleeding than in the observed case.no issues with the ec60 or ec60a¿s were observed through-out the procedures on day two, and the observed bleeding issue was felt to primarily be a function of incorrect cartridge selection. The heparin administration also may have a played a role in past procedures which exhibited more bleeding than in the observed case.

Event description:
It was reported that one day post operatively of a laparoscopic gastric bypass procedure, the pt had to return to surgery due to a bleeder in the staple line by the gastrotomy site. The surgeon observed the staple line, and it was intact with no malformed staples present. The pt had lost 1800cc's of blood, and required at least one unit of blood. They used sutures to secure the bleeder in the staple line. The pt was then taken to ICU for observation. Ees sales rep had a conversation with the surgeon after the procedure, and no additional info was available.

Manufacturer narrative:
Date sent: 09/04/2009. Device was not returned for evaluation. Eval summary - as lot # was not received, a device history review could not be performed.